Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, out of range pacing impedance was observed on the right atrial (ra) lead. The issue was resolved by explanting the ra lead. Further information was requested but not yet available. The patient experienced no consequences.

Event description:
Additional information received that the right atrial (ra) lead was explanted and replaced to resolve the event.

Manufacturer narrative:
The reported event of out of range low voltage impedance was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures. Shorting was noted due to the over torque found at the connector region. All damages found are consistent with that occurring at the time of the procedure.